Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial=4.8 iu/ml (> or = 3.0 iu/ml=reactive)/repeated on (B)(6) 2023 from blood bank tube =0.1 iu/ml (< 1.6 iu/ml=nonreactive)/redrawn on (B)(6) 2023=0.1 iu/ml. On (B)(6) 2023 sid (B)(6) initial=3.1 iu/ml /repeated=0.0 iu/ml. On (B)(6) 2023 sid (B)(6) initial=4.7 iu/ml /repeated=1.1 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for patient information, 1. Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of the alinity I toxo igg reagent lot 46258be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A review of 12 months of complaint data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue. A specificity testing was performed with a retained kit of lot 46258be00. All controls met specifications and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 46258be00.